Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose in the 30's (mg/dl); cause was unknown. Juice and food was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.